Manufacturer narrative:
During service and repair pre-testing it was discovered that the motor device was "leaking oil from housing and swivel ". Reliability engineering evaluated the device. During functional testing, the reported condition was duplicated and confirmed. Evidence indicates this was normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
During service and repair pre-testing it was discovered that oil was leaking from housing and swivel on the motor device. The device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.